Event description:
It was reported to philips that the flexvision pc failed to boot due to hdd error on an allura xper fd20/15. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the hard disk spare part, reloaded the os and application software, and restored the device to normal operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).